Event description:
It was reported that the patient had high blood glucose levels and was not able to administer an insulin bolus using the blood glucose monitor due to a power issue. The patient's mother does not know how to perform insulin boluses using the infusion device and had never used this function. The patient does not have another blood glucose monitor to perform a blood glucose test. The patient's mother took him to the hospital. The patient was vomiting and had a headache when he arrived at the hospital. At the hospital, the patient remained under observation, received insulin, and was given medication for nausea and pain. At the time of the phone call, the patient was still in the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - the manufacturing site information was updated in section g1.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.